Event description:
A high readings issue was reported with use of the adc freestyle libre sensor after 8 days of wear. Customer reported receiving sensor scan results of 'hi' (reading greater than 500 mg/dl) on (B)(6) 2019 from 8:49pm. Customer injected himself with 8 units of fiasp insulin at 9:54pm and again at 11:36pm. Customer reported experiencing sweating and called paramedics. Upon their arrival, a reading of 55 mg/dl was obtained on their meter at 12:30am and customer was given "two glasses with syrup" to consume. At 1:12am, a reading of 133 mg/dl was obtained on the hcp meter, while the sensor continued to provide a hi message. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor after 8 days of wear. Customer reported receiving sensor scan results of 'hi' (reading greater than 500 mg/dl) on (B)(6) 2019 from 8:49pm. Customer injected himself with 8 units of fiasp insulin at 9:54pm and again at 11:36pm. Customer reported experiencing sweating and called paramedics. Upon their arrival, a reading of 55 mg/dl was obtained on their meter at 12:30am and customer was given "two glasses with syrup" to consume. At 1:12am, a reading of 133 mg/dl was obtained on the hcp meter, while the sensor continued to provide a hi message. No further treatment was required. There was no report of death or permanent impairment associated with this event.